Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received a follow-up report will be submitted. "Lawyer-filed report - (B)(4)".

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The medical records were assessed and it was found that there is not enough objective information to substantiate that this product had been implanted; therefore no additional supplementals are required.